Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that one patients blood pressure alarms were visible at the central station but were no annunciating any tone which resulted in the patient needing escalated care.

Event description:
The customer reported that one patients blood pressure alarms were visible at the central station but were not annunciating any tone which resulted in the patient needing escalated care. The device did not contribute to the patient harm.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the issue. The fse pulled the audit logs and was unable to find any issues with the system. The fse then tested the central station along with the patient monitor in question and found that everything was alarming normally. The fse then proceeded to reinstall the customers software and reconfigured the system prior to returning the device back to service. There was no malfunction of the philips device. The fse went onsite and tested the hardware and found no issues. The device remains on site and in use.